Event description:
Customer reported: the inner cannula became loose. The inner cannula was exchanged. The information provided suggest that only the inner cannula was change however the product does not come with a disposable inner cannula. Covidien is attempting to gather further details surrounding the circumstances of this report. If new information provides suggest that decannulation of the tube was performed, new information will be provided in a supplemental report. Customer confirmed no harm to the patient.

Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the manufacturing site for analysis. Customer did not provide lot number; without lot number, we are unable to determine the manufacture date.